Event description:
Additional information received notes that an attempt had been made to reposition the lead prior to explant but was unsuccessful.

Event description:
It was reported that asymptomatic patient presented to the clinic for routine follow up. Far p-wave oversensing was observed on the ventricular channel. Atrial sensed events were being sensed on the ventricular channel, which led to pacing inhibition. Diagnostic imaging revealed that the lead had dislodged. Lead was extracted and replaced. Patient's condition was good after the event.

Manufacturer narrative:
(B)(4).